Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "we were in on a pca cup revision. Patient was dislocating the liner. Surgeon wanted to cement a trident 0 degree constraint liner because of chronic dislocation."